Event description:
The customer reported via phone call that he got supplies today to start back on the pump. Customer inserted a battery into the pump and received an unexpected restart alarm. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer stated that the pump was stuck in the priming process. Customer had an unexpected restart, external ram error, and a displayable history check failed on startup alarm in the alarm history. Customer stated that the pump was not stored for an extended period of time. Pump was stored without a battery. It was explained that this was normal pump behavior. Pump passed the self test and the customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.